Manufacturer narrative:
Additional suspect medical device component involved in the event. The explanted devices were not returned to bsn as their location is unknown.

Event description:
A report was received that trial patient was explanted due to an epidural abscess. The physician treated the patient and the patient is healing properly and doing well.